Manufacturer narrative:
The device has not been returned for investigation. We have been in contact with the user facility, who stated that the device will be returned. Information about the patient was requested, but the user facility did not want to disclose patient information. A review of the manufacturing records indicated nothing notable; the unit was returned for preventive maintenance services in december 2017, and performed according to our specifications. There have been no complaints regarding this serial number since it was shipped to the hospital in 2014. We have requested the lot number of the disposable set from the hospital. When more information is available, a supplemental report will be submitted.

Event description:
The hospital biomed reported that he had worked on the rapid infuser, fms 2000, with tech support the previous week and it functioned normally. When it was later being used in the or, the unit was unable to finish priming. At the time of the initial report, the biomed did not know whether there was a patient involved. A follow-up phone call was then received from the or attendee at the hospital, who stated that she did not want to disclose the patient's status, but reported that the event impeded/delayed optimal care.